Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26aug2019. The product support advised customer to maintain o2 inlet above 40 psi and repeat test. The customer contacted product support and reported that has recently replaced flow sensor assembly to correct test 5 failure. The customer observed o2 inlet pressure drops less than 40ps. The product support advised customer to maintain o2 inlet above 40 psi and repeat test. The customer confirmed o2 flow accuracy is within spec if input pressure is maintained. No part replaced. The unit passed test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer contacted product support and reported that has recently replaced flow sensor assembly to correct test 5 failure. There was no patient involvement.